Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated they were able to clear the alarm and they were unable to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged insulin pump error alarm found on (B)(6) 2022. Device received with insulin pump error alarm. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and displacement accuracy test due to pump error 38. The device passed the sleep current test, active current test, and self test. Insulin pump error alarm was not noted during testing. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded device history files and traces using thump. No insulin pump error alarm was noted in the insulin pump history files or traces. Device alarmed a insulin pump error alarm on (B)(6) 2022 at 15:06:51.000 or 3:06 pm due to corroded home switch. Device was cut open to perform visual inspection and found moisture damage on the motor. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, and corroded battery tube. Insulin pump error alarm was not confirmed. Insulin pump error alarm was confirmed during testing and in the insulin pump history files and traces due to a corroded home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5.

Event description:
The device will be returned for analysis.